Manufacturer narrative:
D9: 28-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The latch lock, along with the latch lock sensor, were replaced to address this issue.

Manufacturer narrative:
B3: april is the reported month of the event but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's lock sensor failed. There was no patient involvement.